Event description:
Pt had intravenous catheter placed at another facility and was transferred to the facility for care. Upon discontinuing of the heparin lock, the nurse noted tip of catheter missing. X-ray taken-piece visible. Pt discharged and referred to pediatric surgeon for removal. Accomplished.